Event description:
Ob tracevue monitor was not connecting to new patient, tracing under previous patient still showing. Biomed was contacted, and they came and switched out with a new machine. The machine with the issue was repaired and is now in the biomed department as a spare. During the time patient was not on the monitor, registered nurse stayed in the patient observing the fetal monitor, no harm to patient.